Event description:
Reporter stated that pt's blood glucose was measured, using the suspect device, with a result of 424 mg/dl. Pt's blood glucose was immediately retested, on a different device (using the same strips), with a result of 202 mg/dl. Reporter did not know if pt's therapy was modified based on these results. No pt injury was reported. Quality control testing had been performed on the suspect product and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.